Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the medic alert necklace and the interaction between the newly implanted cardiac monitor caused the fire department to show up over the weekend when it was not necessary. It was recommended that the patient wear the medic alerton waist with a belt clip. The patient will follow up with medic alert to see it this is an option. The device remains in use. No patient complications have been reported as a result of this event.